Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 43 mg/dl at the time of incident. The customer declined troubleshooting for low blood glucose level. The customer was treated with glucose and food. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of low blood glucose event. The device will not be returned for analysis.